Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d314trg, biv ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold rose and the rv lead is not capturing. The pace/sense portion of the rv lead was capped and a new lead implanted to pace/sense. The rv lead remains in use. No patient complications have been reported as a result of this event.